Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a l4-5, l5-s1 fusion and an l3-4 fusion using rhbmp-2/acs. The patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disablingpain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2006: patient presented with following pre-op diagnoses: degenerative disk disease, l4-l5 and l1-s1. Low back pain. Failure of conservative forms of management. For which, patient underwent following procedures: partial vertebral corpectomy, l4, l5 and s1. Anterior lumbar interbody fusion, l4-l5; l5-s1. Insertion of biomechanical device, l4-l5; l5-s1, these were the peek synthes syncages, 13 mm in height. Insertion of a rhbmp-2 kit, divided in half between the interspaces at l4-l5 and l5-s1. Posterior spinal instrumentation, l4-s1 bilaterally using allez laguna system. Posterolateral fusion of l4-s1. Insertion of morsellized allograft, l4-s1 using orthotist total bone matrix, and 5 x 2 conexus, with 10 ml of demineralized bone matrix putty as well as cortical cancellous chips. Per op notes, interbody space was sized at l4-l5. Half the sponge of rhbmp-2 was placed within desired peek synthes cage being 13. A ¼ of a sponge was placed within the interbody device and a ¼ of the sponge was placed in the posterior aspect of the interbody space against the posterior annulus. The interbody space was again sized to size 13. Once again, the anterior lumbar interbody fusion at l5-s1 was subsequently completely by placing the interbody device peek syncage at 13 mm space within the l5-s1 space using an inserted distractor. A ¼ of a sponge of rhbmp-2 kit was placed within the interbody device and a ¼ of the sponge from the rhbmp-2 kit was placed along the posterior annulus at the l5-s1 level. Patient tolerated the procedure well without any intraoperative complications. On same day, patient was also presented with following pre-op diagnoses: lumbosacral disk disease, l4-l5 and l5-s1. For which, patient underwent following procedures: anterior retroperitoneal exposure for l4-l5 and l5-s1 diskectomy. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.